Event description:
Adverse event(s): "seeing everything with a blue tint" (altered color perception). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported seeing everything with a blue tint following intraocular lens (iol) implant surgery. The surgeon reported that he has seen the pt and discussed her symptom. The surgeon feels the pt's concern is because, the pt has read the lens had a blue light filter. In a follow-up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/12/2010, 04/14/2010, and 05/03/2010 by phone, fax, and mail. A completed questionnaire was received on 05/10/2010. (B) (4). (B) (4).